Event description:
It was reported that the customer was hospitalized due to unexplained low blood glucose. Customer's blood glucose reading at the time of hospitalization was 40 mg/dl. Caller stated that the customer passed out in a grocery store and was taken to the hospital. Caller stated that the customer's insulin pump was alarming lost sensor alerts. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.